Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance was observed. The daily pace impedance trend data shows a decrease for lv pace from 544 to 200 ohms minimum between (B)(4)-2011.

Event description:
It was reported that the patient had a right ventricular lead revision, and after the revision, the left ventricular lead impedence dropped to under two hundred ohms. The lead remains in use. No patient complications were reported as a result of this event.